Manufacturer narrative:
The event date has been approximated to (B)(6) 2015. However, it is unknown when the mesh erosion/exposure first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, the patient experienced mesh exposure and conservative treatment was done including usage of estrogens and antibiotics. Exposed mesh removal was done in the outpatient department. A-tvm was performed on march 20. One month after the procedure, a 2cm long by 1 cm wide mesh exposure occurred under the incision of the anterior vaginal wall. Treatment with estriol vaginal tablet was given but it was not successful. On (B)(6), the mesh was removed without anesthesia in the outpatient department. Reportedly, the progress of the patient was good. However, there was sexual difficulty felt.